Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system update resolved the issue. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Correction: h6 medical device problem coding should be " 1483 - premature elective replacement indicator."

Event description:
Additional information indicated wireless software update was performed clearing the eri message. The device is providing therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Troubleshooting is pending to address the issue.